Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device memory data revealed anomalous battery voltage measurements, which were caused by a measurement lock-up, resulting in an unclearable eri (elective replacement indicator). The condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.

Event description:
It was reported the device reached premature eri (elective replacement indicator), and the battery parameters could not be measured. It was also reported there was difficulty establishing telemetry, and the device was functioning in single chamber mode, at a rate faster than 65 bpm. It was noted that the battery voltage six months earlier had been 2.77 volts, and the battery impedance had been 100 ohms. The device was explanted and replaced. No patient complications have been reported as a result of this event.